Manufacturer narrative:
(B)(4). Device evaluation summary: twenty-nine unopened samples of product code y417, lot mkk752 were received for analysis. The complaint sample was not returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the samples received, no performance pull off suture needle were found, and the tested sample met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-80338. Analysis results have been included in initial reports for each.

Event description:
It was reported that the patient underwent a total knee procedure on (B)(6) 2019 and suture was used. The suture separated from the needle at the swage during use. The procedure was completed with an alternate like device. There were no adverse patient consequences reported.